Event description:
As reported by the edwards territory manager, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the 25f dilator, an angiogram revealed a dissection at the bifurcation of the common external illiac. Case summary: dilators were sequentially placed in patient's right groin to prepare for introduction of the 22f sheath. The 25f dilator was inserted with no event. The introducer sheath was then advanced but met resistance about half way. The sheath was removed and the 25f dilator was again advanced, but this time met resistance about half way in, while the anesthesiologist noticed the patient's pressure was dropping to 70mmhg. An angiogram revealed a dissection at the bifurcation of the common and external illiac. An occlusion balloon was placed just below the aortic bifurcation in the right common iliac (rca) and an atrium 10mm x 38 icast covered stent was placed to cover the dissection. Final angiogram revealed a repaired vessel with no extravasation.

Manufacturer narrative:
The device was not returned for evaluation; however, there was no allegation of product malfunction. According to the instructions for use (IFU) and the patient screening manual, the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot.

Manufacturer narrative:
In this case, the patient's minimum vessel diameter was 7.0mm with both mild calcification and mild tortuosity. The minimum required vessel diameter for a 22fr sheath is 7mm. The exact cause for the reported difficulty inserting the 25f dilator (and 22 fr sheath) cannot be confirmed, however, it is possible that a combination of the borderline size of the access vessel in combination with calcification or tortuosity that may not have been appreciable on imaging, contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.